Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Total hip revision. Stem removed for possible infection and a temporary stem was put in. No further information due to hospital confidentiality standards.